Event description:
Pt developed post-op infection. Datges of use: (B)(6) 2016. Diagnosis or reason for use: tissue expander to prepare for breast reconstruction. Event abated after use stopped or dose reduced: yes.